Manufacturer narrative:
Reported event of a connection problem could not be confirmed. Visual inspection found no anomaly on the outer or inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a right atrial leadless pacemaker failed to dock into the catheter prior to the procedure starting, possible due to a catheter tether alignment issue. The lp fell into a non-sterile area and the lp and catheter were replaced. Procedure was successfully completed. Patient was stable.